Event description:
It was reported that during a procedure, the surgeon was not able to assemble the liner to the shell after multiple attempts. Another liner was opened and used to complete the procedure. There was no harm or health consequences to the patient. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). G2: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The item was returned and evaluated against the complaint. The etching on the rim of the returned liner was confirmed to match the complaint. The liner is in good overall condition. No damage or blemishes were found on the barb, rim, or sidewall/scallops. Scratching was found in 2 locations on the outer radius. The event is confirmed via the evaluation of the returned product. DHR was reviewed and no discrepancies related to the reported event were found. Root cause is unable to be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.